Event description:
The customer reported to beckman coulter (bec) that a few drops of fluid from the probe wipe block on the coulter lh 500 hematology analyzer leaked onto the counter. The customer was also getting partial aspiration errors. The customer could not locate the leak source. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The operator was wearing gloves and a laboratory coat when the leak occurred. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No patient results were affected. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and determined that the rinse block was misadjusted (misaligned). The fse corrected the adjustment and performed verification of the instrument. After service, no further issues or errors were observed. Failure mode: misalignment of the rinse block. However, the analyzer generated aspiration errors alerting the operator to an instrument problem. (B)(4).